Event description:
Major pump unit(s) involved:. Additional text:. Specific component(s) involved:. Additional text:. Other component:. Causative or contributing factor:. Other cause:. Intervention(s):. Other intervention:. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: unknown.specify component(s) involved: unknown.